Manufacturer narrative:
Eval in progress but not concluded.

Event description:
During preventative maintenance of the device, the service rep reported, the roller pump would not generate a pump jam error when tested. The rep installed a loaner roller pump, and returned the subject pump for investigation. Since the event occurred during preventative maintenance, there was no pt involvement during this event.